Event description:
Clear care cleaning solution packaged similar to saline solution and placed near saline solution on the store shelf. Contacts were stored in this solution overnight in standard contact case. When contacts were placed in eyes, an intense burning occurred. After reading contents, I realized it was a cleaner and not saline solution. There needs to be a warning "this is not saline solution." The warnings are inside the cardboard packaging. In order to read these warnings you have to tear the box open. I have seen complaints since 2009 about this issue on the internet. Why hasn't anything been done about this? Does it take loss of eye sight for action?